Event description:
The doctor reported that the patient received a (B)(4) contain sheet implant in (B)(6) 2010 to graft the lower right mandible with infuse bmp-2. The doctor stated that the contain implant was tacked in place with titanium tacks. The doctor stated that in (B)(6) 2011, he observed approximately 3mm tissue fenestration on the lingual aspect of the bone graft site while waiting for the bone graft to consolidate. The doctor stated the he observed swelling on the facial side of the graft site. The patient was started on antibiotics and the swelling reduced. The doctor stated that there is adequate bone to place the dental implants but the bone graft was not as large as he expected.

Manufacturer narrative:
The device history records were reviewed and all processes and test criteria were within the (B)(4) implant specification. Device not returned.